Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of vincristine. After an unspecified length of time in use, leakage of solution was noted at the drip chamber and the tubing connection. The volume of solution that leaked was unspecified. The tubing set was replaced and the therapy was resumed. The spill was cleaned up according to the hospital's policy. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number 11311. The domestic list number has a common device name of 80fpk and has a 510k of k063239. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).